Event description:
It was reported to medtronic neurosurgery that pre-operatively, when the physician performed pre-implantation testing, he found that the valve was leaking. According to the report, the physician used a new device to complete the surgery. The report stated that the product wasn¿t used in a patient and there was no impact to the patient.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The valve was patent and met the requirements for siphon, reflux, pressure-flow, and pre-implantation testing. It did not meet the r equirements for leak testing due to a small tear in the top of the reservoir. It is unknown how or when this damage occurred. The I nstructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.